Event description:
A caller reported that the adc device detached prematurely on the 1st day of the customer wearing the device. It was further reported that the customer experienced sweating and was in a ¿comatose/coma¿ at the care facility and had received unspecified third-party treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Section h-4 (device mfg date) has been updated based on the extended investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.

Event description:
A caller reported that the adc device detached prematurely on the 1st day of the customer wearing the device. It was further reported that the customer experienced sweating and was in a ¿comatose/coma¿ at the care facility and had received unspecified third-party treatment. No further information was reported. There was no report of death or permanent injury associated with this event.